Manufacturer narrative:
Concomitant medical products: 6943-65 lead implanted: (B)(6) 2000; 6937-35 lead implanted: (B)(6) 2000; 8637-20 neuro pump implanted: (B)(6) 2016; 8709sc catheter implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high capture thresholds and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced dizziness, fatigue and tiredness. The right atrial (ra) lead was also reported to have fractured.